Manufacturer narrative:
There was no patient involvement thus no patient data exists. There is no established expiration date for this device. Actual device was evaluated in the field. Unknown whether the initial reporter is a health professional. Evaluation summary- the foot lock cylinders were damaged and caused a leak. The leak was identified prior to use of the device. There were no patients involved and no adverse consequences occurred as a result of this malfunction. This is not a single-us device.

Event description:
It was reported that the surgical table is leaking hydraulic fluid. There were no adverse consequences as a result of this malfunction.